Event description:
A malfunction alarm with code malf 0 was reported. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, and the customer continued to use the pump for insulin therapy.